Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an MRI. The procedure was due to the patient twisting their back today, high a cracking sound, and now the patient had a sharp stabbing pain throughout their back. The patient could not stand or sit up straight. The primary caller was the hcp who wanted to know if the scs system could cause this type of event. It was reported that the stimulator was shut off after the patient twisted their back. The patient was full body eligible and the device had been put in MRI mode. It was reported that it was unknown if the symptoms that led to the MRI were related to the device or therapy. This had all occurred on (B)(6) 2016. The patient was in the emergency room (ER) at the time of the call. The ER physician was trying to get in contact with the patient¿s pain management hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.